Event description:
It was reported interrogation is intermittent. It was noted the programmer is broken and will not always be reliable. It was also indicated the rf (radio frequency) head had been replaced. The programmer was returned for repair. No patients were effected.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported issues with the programmer. Programmer powers up and interrogates with no issues found. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. System fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.